Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) is deceased. A family member complains of wrongful death caused by the doctors, staff and other personnel, and by equipment failure and malfunction of the pacemaker.